Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. Changed the device from other manufacturer to complete the procedure. There was no patient injury.